Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 06 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the patient's daughter that the patient had been admitted to the hospital with "chest pains and muscle spasms." The daughter was not sure if it was related to the feeding tube. The tube has been in place for three weeks. Per additional information received 19 jul 2019, the patient's daughter reported she did not know if any medical intervention was provided to the patient. Per additional information received 6 aug 2019, the patient was discharged from the hospital on (B)(6) 2019. No further information has been made available at this time.